Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pace impedance measurements and loss of capture (loc) at routine follow-up. A chest x-ray was performed revealing lead damage as the suspected result of clavicular crush. A revision procedure was performed at which time the lead was tested in various configurations via pacing system analyzer (psa) and it was determined that there was an issue with the ring electrode of the lead. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.